Manufacturer narrative:
The autopulse li-ion battery was returned to zoll on 02/05/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform inserted with an autopulse li-ion battery (sn (B)(4)) performed continuous compression without issue for an unspecified amount of time. The user stopped the platform to exchange to a new battery. Manual CPR was performed by another crew while performing the battery exchange. During the battery exchange, the user was unable to remove the battery out of the platform. The reporter noted physical damage observed on the battery finger latch. The patient continued to receive manual CPR. No known impact or patient consequence was reported. This references the report of physical damage on the battery during use. The report of the platform unable to power on is referenced under MFR 3010617000-2018-00143.

Manufacturer narrative:
The reported event was confirmed through visual inspection of the returned autopulse li-ion battery (sn (B)(4)) and review of the retrieved archive data indicating that the battery was inserted in the autopulse platform on (B)(6) 2018 and not on the reported event date of (B)(6) 2018. Visual inspection of the battery, upon receipt, found damage on the battery finger latch. The issue was attributed to mishandling. Due to the nature of the observed issue and considering the nature of the reported complaint, no further functional testing was performed on the battery.